Event description:
It was reported that during a robotic distal pancreatectomy procedure, first fire with gold reload & gore seamguard across the distal pancreas failed to fire. Closed stapler across pancreas, firing trigger was engaged, battery power started to fire and then locked out. It did not cut or staple. They did try the pse60a again on the vein with a grey reload and while it did fire, there was a big open hole open with no staples on the top proximal patient side of the vein that bled. They had to stop the bleeding with sponges until they could get new stapler in the room & load with seamguard. Procedure was completed with a competitor device. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. The analysis results showed that one device was returned with no visual non-conformances and with a 45 mm reload present. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. In addition, an (B)(4) unfired and one (B)(4) fully fired in good visual condition were received. The device was tested for functionality in the straight position with a 60 mm reload and fired without any difficulties noted. However one staple was missing from the staple line, the missing staple do not created a fluid path or compromise the integrity of the staple line. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Would not open. Had to use reverse button as it initiated firing sequence than locked out. Was there any difficulty removing the device from the tissue? Crushed / cracked the pancreas.